Event description:
Facility calling to inquire on brake replacement for patient. Not sure what is wrong besides they don't work. Under warranty by lot number, customer has delivery ticket for (B)(6). Purchased (B)(6) 2012.